Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: product family: scs leads upn: unknown, model: unknown, serial: unknown, batch: unknown. Product family: scs leads upn: unknown, model: unknown, serial: unknown, batch: unknown.

Event description:
It was reported that after the patient underwent a spinal cord stimulation (scs) implant, the patient experienced an adverse reaction where her pain increased rather than decreasing. The patient was hospitalized to apply pain control including a stay in the intensive care unit (ICU) where lidocaine was applied. The scs device was turned off. The patient is considering not turning it back on due to lack of adaptation and response in the test phase.